Event description:
It was reported that the pen ndl 32ga 4mm "experienced" an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: this is a report about the inability to detach the inner shield. The patient reported that he/she could not detach the inner shield.

Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination and a functionality test was carried out on the returned sample and damage to the hub was observed. No DHR review can be carried out as lot number is unknown. This issue was caused by an interference fit between the hub and cover.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: this is a report about the inability to detach the inner shield. The patient reported that he/she could not detach the inner shield.